Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, the cori console had an issue during initial installation and would fail to boot. The idb was updated and the legion ps implants were removed, which allowed the system to boot properly. The system was fully tested and worked fine. However, then during cori assisted surgery, it was noticed that the system was laggy and took time to load when processing. For example, when the femur mesh was being collected/generated it took longer than usual for the "continue" button to appear, like 10-20 seconds rather than less than 5 seconds. This also happened when the tibia mesh was collected/generated and also after planning, it takes a long time to build the model for bone removal. Procedure was resumed, after a non-significant delay, with the same device. No patient complications were reported.

Manufacturer narrative:
The real intelligence cori, part number rob10024, serial number: (B)(6), used in treatment was returned for evaluation. Nothing was identified visually that contributed to the reported problem. A functional evaluation was performed. The reported problem was confirmed. After the idb was updated to add more implants, the console would boot to an nhm timeout error. When the idb was updated to only hold the implants that were on the console as provided, the device booted to software. Replacing the processor the software booted up normally, even with all of the idb implants installed. Log files were pulled from the device and reviewed with the software team. The files confirmed that the device was taking longer than a minute to perform the preboot nhm checks, leading to the nhm timeout error. The most likely cause of this event is a fault in the processor, leading it to draw less power and take too long to complete the nhm checks. A review of manufacturing records indicate the software met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints found similar events. A historical escalation event review was completed. A review of prior escalation actions found no actions applicable to the scope of the reported complaint. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. Although no further containment or corrective action is recommended or required at this time, the failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities. Internal complaint reference number: (B)(4).